Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "34 mm hybrid plate was implanted and had to be removed when two screws passed through the holes, after the plate was removed the shaft on the hybrid revision driver was broken trying to remove the screws."